Manufacturer narrative:
Analysis received the unit with moisture damage on the keypad traces. There were no traces of moisture found on the electronic, motor, or reservoir compartment. Also, there was no unexpected battery out limit alarms were noted. However, the unit received with operating currents within specifications. The unit passed self, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 14.2 mmol/l at the time of incident. The customer stated the insulin pump was exposed to fluid, possible leak in the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was not all available in the initial report. The additional information has been included with this report. The insulin pump was received with all buttons responding properly. Also, the pump had scratches on lcd window.